Event description:
Distal cut was 2mm deep and tibia cut was 1.5 mm deep without showing red on the bone model. Patient had to have 5mm distal augments put in. No surgical delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Distal cut was 2mm deep and tibia cut was 1.5 mm deep without showing red on the bone model. Patient had to have 5mm distal augments put in. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: a field service inspection was not requested, however a pm was performed after the event date. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none . Work performed: performed routine pm service per procedure. Tightened loose hardware on ui panel. Tightened transmission cables on joint 3. Performed kin-cal on robotic arm after all adjustments were made to improve cutting performance. No other issues found. System passed all required tests and is ready for service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: there has been 3 other similar event for the lot referenced. Conclusions: the alleged failure mode was not reproduced as a field service engineer was not requested after the event date. A pm was completed by a field service engineer and the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.